Manufacturer narrative:
This supplemental report is being submitted to provide and correction to h6 and clarification to h11. Updated fields: h6 and h11. Corrected field: d10, h6. In addition to the reportable malfunctions identified in the 1st supplemental report, the following reportable malfunction was identified during the device evaluation: disconnection in cable unit. A root cause of the disconnection in the cable unit could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device displayed no image when inserted in the camera control unit. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed and found that due to disconnection in the cable unit, the image could not be displayed. In addition, the following reportable malfunction was identified during the device evaluation: cut on the cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow manufacturer's instructions. The event can be prevented by following the instructions for use which state: never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no image when inserted in the camera control unit. The issue occurred during preparation for use. There were no reports of patient harm.